Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a user error when infusing fentanyl. On (B)(6) 2026 at 1813, the clinician programmed 225 as the rate instead of the dose. This made the dose 5625 mcg/hr. This ran for twenty-three (23) minutes until the air in line alarm went off. The customer ran ikp all available columns report in various ways and were not able to identify an alert for the dose of 5625 mcg/hr which was above the soft max of 400 mcg/hr. There was patient involvement, but no harm. Additional information received 17apr2026: the customer states "interventions were provided to the patient, but not due to the pump".